Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis device had no power. A field service engineer found the station would not boot. Diagnosed failures in the main 4-1 half height drawer interface board and the 4-1 drawer controller board. Replaced both boards, updated firmware, and verified successful operation in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unit was non-functional with no power and was offline in remote smart service (rss). The customer tried multiple outlets and swapped the power cable; however, the system would not turn on. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.